Event description:
On 17-sep-2025, the user reported a hyperglycemic event after reconnecting to the ilet following hospitalization. A full supply change had been completed earlier using a contact detach infusion set. The agent guided the user through a site change after identifying possible scar tissue at the previous site. The user tested negative for ketones. Bg was trending down after the site change. The highest bg recorded was 524 mg/dl. The user's symptom reported included urinary frequency during the event. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.